Manufacturer narrative:
Qn# (B)(4). Associated mdrs 3006425876-2023-00869, 3006425876-2023-00870. The customer provided one photo for analysis. The customer returned one nitinol straight swg for evaluation. The advancer tube was not returned. No obvious signs of use were observed on the guide wire. The guide wire was observed to have two kinks towards the distal end of the body. Microscopic examination confirmed the kinks in the guide wire body. The distal weld was present, full, and spherical. The kinks in the guide wire were located 764mm and 772mm from the proximal tip. The overall length of the guide wire measured 80.6cm which is within the specification of 78.75-81.25 cm per guide wire product drawing. The outer diameter of the guide wire measured 0.01765" which is within the specification of 0.0160" - 0.0185" per guide wire product drawing. Using a lab inventory swg advancer, the returned guide wire was advanced through a lab inventory ars/18ga introducer needle assembly to functionally test the guide wire. The guide wire passed through both components with little to no resistance. Performed per the instructions for use (IFU) statement, "raise thumb and pull arrow advancer approximately 4 - 8 cm away from introducer needle. Lower thumb onto arrow advancer and while maintaining a firm grip on guidewire, push assembly into needle to further advance guidewire. Continue until guidewire reaches desired depth." A manual tug test confirmed that the distal weld was intact. A device history record review was performed , and no relevant findings were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked was confirmed through examination of the returned sample. The guide wire had two kinks towards the distal end. The returned guide wire met all relevant dimensional and functional requirements, and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use , unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported two guidewires kinked during the same procedure. Customer reported they are too flexible when used on the patient. There was no negative consequence for the patient, "just a little longer treatment". Patient is "fine". A new PICC from another supplier was used with success.

Event description:
It was reported two guidewires kinked during the same procedure. Customer reported they are too flexible when used on the patient. There was no negative consequence for the patient, "just a little longer treatment". Patient is "fine". A new PICC from another supplier was used with success.

Manufacturer narrative:
Qn# (B)(4). Associated mdrs 3006425876-2023-00870.